Event description:
The pt sustained a high energy mid-shaft clavicle fracture s/p mva in 03/2001. Pt remained extremely symptomatic and showed no evidence of healing. On x-ray 4-months post mva the patient elected to undergo surgical repair of the non-union. In 2001 pt underwent an open reduction and internal fixation of their right clavicle with a 1/3 tubular plate. During physical therapy on event date pt heard a click and developed increasing pain in the right clavicle. Radiographs revealed a fracture of the 1/3 tubular plate with redisplacement of their fracture. The pt required revision/open reduction and internal fixation of the right clavicle on the event date.